Event description:
Follow-up identified the patient controller was able to communicate with the ipg without any issues.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a biopsy in (B)(6) 2017. Following the procedure, the patient has been unable to communicate with the ipg. Further troubleshooting was planned as the next course of action.